Event description:
Drive devilbiss healthcare was notified of an incident involving a bath bench by the end user, who reported that the leg of the device broke while in use causing her to fall. She reportedly "hit her left hip and hurt her lower back where [a prior] surgery was" and "is in excruciating pain, she cannot move at all, can't lift her legs, spread her legs apart." Drive devilbiss healthcare is currently investigating the incident. An update will be filed if additional information becomes available.